Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reloaded the system software. The system was tested and is operating as intended.

Event description:
The customer reported that the images on the 9900 system were mixed up and the dates were wrong. No pt injury was reported.